Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer (fse) inspected drawer 1.2, which has 2 pockets, each loaded with 3 propofol bottles. The fse verified that the propofol bottles were not scraping the top of the drawer and confirmed that the fascia plate on the right side was not interfering with the mini drawer. A sufficient gap was observed between the fascia and the mini drawers. To test the repair, the fse assessed the drawer's movement and found that the combined weight of the 36 propofol bottles was preventing the mini engine from fully extending. However, the drawer was still popping out by about half an inch, allowing users to pull the drawer 1.2 out smoothly. The fse advised the customer to consider lowering the par levels to reduce the load. Aside from the weight-related limitation, the drawer functioned normally. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was failing to eject when dispensing medication and required maintenance. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.